Event description:
Clinical Narrative: An Impella 5.5 device was inserted via the left axillary artery in a 51 year-old male patient for acute on chronic decompensated cardiomyopathy. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage C. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. Information obtained from the patient flowchart. No additional patient history was reported. While on support, a leak was reported at the purge reservoir. The purge pressure was fluctuating between 400 and 520 millimeters of mercury (mmHg), and the purge flow was reported to be 10.4 milliliters/hour. It was reported that the activated clotting times were between 160 and 180 seconds during the time of the event. A decision was made to exchange the pump. The Impella 5.5 was exchanged for a second 5.5 without any observed impact on the patient's hemodynamic status. The patient survived without any additional adverse events reported. While on support, the Impella 5.5 device operated at performance level 7 with expected flows of 4.0 Liters/minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate. Pump metrics obtained via the flowchart.

Manufacturer narrative:
A5. Ethnicity is unknown. This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.